Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was having difficulty trying to ream the femoral canal with the revision mbt reamers without the mbt revision t-handle and modified hudson adapter slipping off the reamers.

Manufacturer narrative:
Examination of the submitted device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no additional reports against the provided product and lot combinations. A search of the complaint database against the reported product code found additional reports of the mbt revision t-handle and modified hudson adapter not holding the reamers. The additional reports were investigated and attributed the root cause to device wear from normal use and servicing. The investigation could not draw any conclusions about the current reported damage without the devices to examine. The reported problem is consistent with the mating attachment features becoming worn/stripped when the reamer becomes in contact with hard cortical bone. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.